Manufacturer narrative:
The analyzer performed as designed by alerting the operator to abnormalities present by generating multiple ip messages, including "wbc abnormal scattergram". Rules engaged and initiated reflex testing and smear order. The wbc abnormal scattergram message indicated an issue with the nrbc value as well as the wbc and differential. Quality control data provided revealed all parameters were within specification.

Event description:
The user reported a falsely low white blood cell (wbc) count on analyzing a sample from a (B)(6) male on (B)(6) 2016 that caused the patient to receive one 300 mg dose of neupogen. The wbc count generated on this patient was 0.6 x 10^3/ul and nucleated red blood cells (nrbc)=3.43 x10^3/ul. The results were flagged for numerous abnormalities including "wbc abnormal scattergram" message indicating the analyzer could not accurately discriminate wbc and nrbc. The user was instructed to perform a manual differential and a manual smear review prior to reporting. The results also appeared in their laboratory information system with a header stating: "do not result wbc generated by sysmex on this patient. Manual differential only." The results were reported prior to manual smear review. Reflex testing of the sample based on the xn-10 messages and on-board rules resulted in a wbc=3.88 x10^3/ul, and nrbc=0.00 x10^3/ul. The manual differential confirmed the wbc and nrbc counts from the reflex testing. There was no harm reported due to the patient receiving the neupogen, but this issue is reported because of the risks involved with receiving human granulocyte colony-stimulating factors: serious allergic reactions, splenic rupture, acute respiratory distress syndrome, thrombocytopenia, and other serious side effects.